Event description:
Litigation alleges significant and constant pain.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 02/24/2016, 03/03/2016, 03/04/2016, 03/07/2016, 03/08/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported a metallosis diagnosis but also reported metal ion labs to be low, pain with numbness and tingling down the right leg, mildly limited range of motion and a leg length discrepancy of the right being 3/4" longer. There is no primary surgical report within the medical records and no report of a revision surgery. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 10, 2016.

Manufacturer narrative:
UDI: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - pfs and medical records were received from legal. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.